Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, infection and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 12475788 (right), 756522 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, genital bleeding, missed abortion, low back pain, food allergy, spontaneous abortion (threatened miscarriage, early pregnancy 5-6 weeks) and c-section (7 pounds 14 ounces, healthy boy). Previously administered products included for an unreported indication: penicillin, lamotrigine and hydrocodone. Past adverse reactions to the above products included drug hypersensitivity with hydrocodone, lamotrigine and penicillin. Concurrent conditions included hypersensitivity (not recovered prior to essure), tooth disorder (not recovered prior to essure), fatigue (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), visual disturbances (not recovered prior to essure), altered hormone level (not recovered prior to essure), obesity, depressive disorder since 2003, generalized anxiety disorder since 2003, bipolar affective disorder, mixed since 2003, asthma, genital herpes since 2008, retroverted uterus, ovarian cyst, vomiting, diarrhea and gallstones. Concomitant products included ketorolac, morphine and ranitidine. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced irritability ("hormonal changes describe: became more irritable from pain and discomfort"), urticaria ("allergic or hypersensitivity reaction - internal hives") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), fungal infection ("yeast infections"), urinary tract infection ("uti") and gastrointestinal disorder ("gi issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), tooth fracture ("breaking teeth/dental problems teeth were breaking"), dental caries ("cavities"), enamel anomaly ("enamel deteriorated"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems - type: eyes got worse"), colitis ("collitus"), irritable bowel syndrome ("ibs"), gastric ulcer ("stomach ulcers"), alopecia ("hair loss"), abdominal pain lower ("abdominal pain in both lower quadrant"), complication of device insertion ("complication at the time of insertion: coils were not all the way in"), back pain ("lower mid back pain"), faeces hard ("gastrointestinal or digestive system condition type: hard stools at times") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge and alopecia had resolved and the bacterial infection, dyspareunia, irritability, discomfort, urticaria, fungal infection, migraine, headache, nausea, tooth fracture, dental caries, enamel anomaly, dysmenorrhoea, allergy to metals, eye disorder, fatigue, weight increased, colitis, irritable bowel syndrome, gastric ulcer, urinary tract infection, abdominal pain lower, back pain, faeces hard, gastrointestinal disorder and diarrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, colitis, complication of device insertion, dental caries, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, enamel anomaly, eye disorder, faeces hard, fatigue, fungal infection, gastric ulcer, gastrointestinal disorder, headache, irritability, irritable bowel syndrome, migraine, nausea, pelvic pain, tooth fracture, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion details: there was one outer coils of the essure micro-insert trailing into the uterus (left side). There were 5 outer cails of the essure micro-insert trailing into the uterus (right side). Patient tolerated the procedure well. Removal details: laparoscopic hysterectomy and bilateral salpingectomy with cystoscopy. The estimated blood loss was about 150 ml plus or minus. There were no complications. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Computerised tomogram - on an unknown date: no left ovarian cyst. Free fluid noted. Ultrasound scan vagina - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower (confirming pelvic pain), infection,pelvic pain,nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Reporter added. Lot numbers, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid / she was treated for pelvic inflammatory disease at that time.') And pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 12475788 ,756522-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, genital bleeding, missed abortion, low back pain, food allergy, spontaneous abortion (threatened miscarriage, early pregnancy 5-6 weeks), c-section (7 pounds 14 ounces, healthy boy), respiratory tract congestion, wheezing, nasal stuffiness, ear pain, tooth abscess, tooth ache, cough, common cold, urine color abnormal, hives, sleep apnoea, rash, tobacco use disorder, skin lesion, sebaceous cyst, skin lesion, sinusitis, fever, suprapubic pain, groin swelling, sore throat, lymph nodes cervical swollen, respiratory infection, epidermoid cyst, venereal disease nos, vaginal itching, arthralgia, vulvovaginal candidiasis, anogenital warts (vaginal high risk human papillomavirus (hpv) dna test positive.), periumbilical pain, chickenpox, ear pain, dysuria, decreased appetite and tenderness epigastric. Previously administered products included for an unreported indication: ovide, ventolin hfa, yaz, tamiflu, clindamycin hcl, lamotrigine, valtrex, metronidazole, haldol, penicillin, hydrocodone and prenatal / folic acid. Past adverse reactions to the above products included drug hypersensitivity with hydrocodone, lamotrigine and penicillin. Concurrent conditions included genital herpes since 2008, depressive disorder since 2003, generalized anxiety disorder since 2003, bipolar affective disorder, mixed since 2003, hypersensitivity (not recovered prior to essure), tooth disorder (not recovered prior to essure), fatigue (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), visual disturbances (not recovered prior to essure), altered hormone level (not recovered prior to essure), obesity, asthma, retroverted uterus, ovarian cyst, vomiting, diarrhea, gallstones, actinomyces test positive and shoulder pain. Concomitant products included benzatropine mesilate (cogentin), clindamycin, drospirenone + ethinylestradiol (yaz), duloxetine hydrochloride (cymbalta), folic acid, haloperidol (haldol), ketorolac, malathion (ovide), morphine, oseltamivir phosphate (tamiflu), ranitidine, salbutamol and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced irritability ("hormonal changes describe: became more irritable from pain and discomfort"), urticaria ("allergic or hypersensitivity reaction - internal hives") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), fungal infection ("yeast infections"), urinary tract infection ("uti") and gastrointestinal disorder ("gi issues"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), tooth fracture ("breaking teeth/dental problems teeth were breaking"), dental caries ("cavities"), enamel anomaly ("enamel deteriorated"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems - type: eyes got worse"), colitis ("collitus"), irritable bowel syndrome ("ibs"), gastric ulcer ("stomach ulcers"), alopecia ("hair loss"), abdominal pain lower ("abdominal pain in both lower quadrant"), complication of device insertion ("complication at the time of insertion: coils were not all the way in"), back pain ("lower mid back pain"), faeces hard ("gastrointestinal or digestive system condition type: hard stools at times") and diarrhoea ("diarrhea"). The patient was treated with ceftriaxone sodium (rocephin) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, bacterial infection, dyspareunia, irritability, discomfort, urticaria, fungal infection, migraine, headache, nausea, tooth fracture, dental caries, enamel anomaly, dysmenorrhoea, allergy to metals, eye disorder, fatigue, weight increased, colitis, irritable bowel syndrome, gastric ulcer, urinary tract infection, abdominal pain lower, back pain, faeces hard, gastrointestinal disorder and diarrhoea outcome was unknown and the pelvic pain, vaginal discharge and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, colitis, complication of device insertion, dental caries, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, enamel anomaly, eye disorder, faeces hard, fatigue, fungal infection, gastric ulcer, gastrointestinal disorder, headache, irritability, irritable bowel syndrome, migraine, nausea, pelvic inflammatory disease, pelvic pain, tooth fracture, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion details: there was one outer coils of the essure micro-insert trailing into the uterus (left side). There were 5 outer cails of the essure micro-insert trailing into the uterus (right side). Patient tolerated the procedure well. Removal details: laparoscopic hysterectomy and bilateral salpingectomy with cystoscopy. The estimated blood loss was about 150 ml plus or minus. There were no complications. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Computerised tomogram - on an unknown date: no left ovarian cyst.free fluid noted. Ultrasound scan vagina - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower (confirming pelvic pain), infection,pelvic pain, nausea. Pelvic inflammatory disease lot number 756522 is not valid. Lot number:12475788 manufacture date: 2011-01 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2019: mr received- event pid was added. Reporter, patient demography and medical record were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, genital bleeding and missed abortion. Concurrent conditions included hypersensitivity (not recovered prior to essure), tooth disorder (not recovered prior to essure), fatigue (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), visual disturbances (not recovered prior to essure), altered hormone level (not recovered prior to essure), obesity, depressive disorder since 2003, generalized anxiety disorder since 2003, bipolar affective disorder, mixed since 2003, asthma, genital herpes since 2008, retroverted uterus, ovarian cyst, vomiting, diarrhea and gallstones. Concomitant products included ketorolac, morphine and ranitidine. On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced irritability ("hormonal changes describe: became more irritable from pain and discomfort"), urticaria ("allergic or hypersensitivity reaction - internal hives") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), fungal infection ("yeast infections"), urinary tract infection ("uti") and gastrointestinal disorder ("gi issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), tooth fracture ("breaking teeth/dental problems teeth were breaking"), dental caries ("cavities"), enamel anomaly ("enamel deteriorated"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems - type: eyes got worse"), colitis ("collitus"), irritable bowel syndrome ("ibs"), gastric ulcer ("stomach ulcers"), alopecia ("hair loss"), abdominal pain lower ("abdominal pain in both lower quadrant"), complication of device insertion ("complication at the time of insertion: coils were not all the way in"), back pain ("lower mid back pain"), faeces hard ("gastrointestinal or digestive system condition type: hard stools at times") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal discharge and alopecia had resolved and the bacterial infection, dyspareunia, irritability, discomfort, urticaria, fungal infection, migraine, headache, nausea, tooth fracture, dental caries, enamel anomaly, dysmenorrhoea, allergy to metals, eye disorder, fatigue, weight increased, colitis, irritable bowel syndrome, gastric ulcer, urinary tract infection, abdominal pain lower, back pain, faeces hard, gastrointestinal disorder and diarrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, colitis, complication of device insertion, dental caries, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, enamel anomaly, eye disorder, faeces hard, fatigue, fungal infection, gastric ulcer, gastrointestinal disorder, headache, irritability, irritable bowel syndrome, migraine, nausea, pelvic pain, tooth fracture, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion details: there was one outer coils of the essure micro-insert trailing into the uterus (left side). There were 5 outer cails of the essure micro-insert trailing into the uterus (right side). Patient tolerated the procedure well. Removal details: laparoscopic hysterectomy and bilateral salpingectomy with cystoscopy. The estimated blood loss was about 150 ml plus or minus. There were no complications. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Computerised tomogram - on an unknown date: no left ovarian cyst. Free fluid noted. Ultrasound scan vagina - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower (confirming pelvic pain), infection,pelvic pain,nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received: reporter's information, lab data, concomitant drugs, new event - back pain, diarrhea, gastrointestinal disorder, hard stools were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and dyspareunia ("painf'ul intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, infection and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 12475788 ,756522-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, genital bleeding, missed abortion, low back pain, food allergy, spontaneous abortion (threatened miscarriage, early pregnancy 5-6 weeks) and c-section (7 pounds 14 ounces, healthy boy). Previously administered products included for an unreported indication: penicillin, lamotrigine and hydrocodone. Past adverse reactions to the above products included drug hypersensitivity with hydrocodone, lamotrigine and penicillin. Concurrent conditions included genital herpes since 2008, depressive disorder since 2003, generalized anxiety disorder since 2003, bipolar affective disorder, mixed since 2003, hypersensitivity (not recovered prior to essure), tooth disorder (not recovered prior to essure), fatigue (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), visual disturbances (not recovered prior to essure), altered hormone level (not recovered prior to essure), obesity, asthma, retroverted uterus, ovarian cyst, vomiting, diarrhea and gallstones. Concomitant products included ketorolac, morphine and ranitidine. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced irritability ("hormonal changes describe: became more irritable from pain and discomfort"), urticaria ("allergic or hypersensitivity reaction - internal hives") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), fungal infection ("yeast infections"), urinary tract infection ("uti") and gastrointestinal disorder ("gi issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), tooth fracture ("breaking teeth/dental problems teeth were breaking"), dental caries ("cavities"), enamel anomaly ("enamel deteriorated"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems - type: eyes got worse"), colitis ("collitus"), irritable bowel syndrome ("ibs"), gastric ulcer ("stomach ulcers"), alopecia ("hair loss"), abdominal pain lower ("abdominal pain in both lower quadrant"), complication of device insertion ("complication at the time of insertion: coils were not all the way in"), back pain ("lower mid back pain"), faeces hard ("gastrointestinal or digestive system condition type: hard stools at times") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge and alopecia had resolved and the bacterial infection, dyspareunia, irritability, discomfort, urticaria, fungal infection, migraine, headache, nausea, tooth fracture, dental caries, enamel anomaly, dysmenorrhoea, allergy to metals, eye disorder, fatigue, weight increased, colitis, irritable bowel syndrome, gastric ulcer, urinary tract infection, abdominal pain lower, back pain, faeces hard, gastrointestinal disorder and diarrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, colitis, complication of device insertion, dental caries, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, enamel anomaly, eye disorder, faeces hard, fatigue, fungal infection, gastric ulcer, gastrointestinal disorder, headache, irritability, irritable bowel syndrome, migraine, nausea, pelvic pain, tooth fracture, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion details: there was one outer coils of the essure micro-insert trailing into the uterus (left side). There were 5 outer cails of the essure micro-insert trailing into the uterus (right side). Patient tolerated the procedure well. Removal details: laparoscopic hysterectomy and bilateral salpingectomy with cystoscopy. The estimated blood loss was about 150 ml plus or minus. There were no complications. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Computerised tomogram - on an unknown date: no left ovarian cyst.free fluid noted. Ultrasound scan vagina - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower (confirming pelvic pain), infection,pelvic pain,nausea. Lot number 756522 is invalid. Lot number:12475788, manufacture date: 2011-01, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypersensitivity (not recovered prior to essure), tooth disorder (not recovered prior to essure), fatigue (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), visual disturbances (not recovered prior to essure), hormonal imbalance (not recovered prior to essure), obesity, depressive disorder since 2003, generalized anxiety disorder since 2003, bipolar I disorder since 2003, asthma, genital herpes since 2008 and retroverted uterus. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("infection bacterial"), dyspareunia ("painful intercourse"), irritability ("hormonal changes describe: became more irritable from pain and discomfort"), discomfort ("discomfort"), urticaria ("internal hives"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth fracture ("breaking teeth"), dental caries ("cavities"), enamel anomaly ("enamel deteriorated"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), eye disorder ("eyes got worse"), fatigue ("fatigue"), weight increased ("weight gain"), colitis ("painful"), irritable bowel syndrome ("ibs"), gastric ulcer ("stomach ulcers"), alopecia ("hair loss"), urinary tract infection ("uti"), abdominal pain lower ("abdominal pain in both lower quadrant") and complication of device insertion ("complication at the time of insertion: coils were not all the way in "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge and alopecia had resolved and the bacterial infection, dyspareunia, irritability, discomfort, urticaria, fungal infection, migraine, headache, nausea, tooth fracture, dental caries, enamel anomaly, dysmenorrhoea, allergy to metals, eye disorder, fatigue, weight increased, colitis, irritable bowel syndrome, gastric ulcer, urinary tract infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bacterial infection, colitis, complication of device insertion, dental caries, discomfort, dysmenorrhoea, dyspareunia, enamel anomaly, eye disorder, fatigue, fungal infection, gastric ulcer, headache, irritability, irritable bowel syndrome, migraine, nausea, pelvic pain, tooth fracture, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion details: there was one outer coils of the essure micro-insert trailing into the uterus (left side). There were 5 outer coils of the essure micro-insert trailing into the uterus (right side). Patient tolerated the procedure well. Removal details: laparoscopic hysterectomy and bilateral salpingectomy with cystoscopy. The estimated blood loss was about 150 ml plus or minus. There were no complications. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower (confirming pelvic pain), infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet was received and the following information was provided: patient¿s date of birth and height; essure insertion date was updated from (B)(6) 2012 to (B)(6) 2011 and indication was provided; complication at the time of insertion: coils were not all the way in, hormonal changes describe: became more irritable from pain and discomfort, discomfort, internal hives, infections was changed to yeast infections, infection bacterial, uti, migraines, headaches, nausea, breaking teeth, cavities, enamel deteriorated, dysmenorrhea (cramping), nickel allergy, vaginal discharge, eyes got worse, fatigue, weight gain, colitis, ibs, stomach ulcers, hair loss were added as event; pain, hair loss and vaginal discharge resolved 1 year following essure removal; concomitant condition provided, lab data added. Medical records were also received and the following information was provided: abdominal pain in both lower quadrant added as event; insertion and removal details provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.